Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, occlusion, thrombosis, and acute pulmonary embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vena cava thrombus and occlusion do not represent a device malfunction and could not be confirmed without films for review. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions fir use as such. There are possible patient and pharmacological factors that may have contributed to the reported event. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, occlusion, thrombosis, and acute pulmonary embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The following additional information received per the medical records indicate that he patient underwent placement of the inferior vena cava (ivc) filter due having a history of multiple pulmonary embolisms (pe) and acute deep venous thrombosis (dvt) while taking coumadin. Patient was also noncompliant with coumadin. The patient also has a history of nicotine habituation, chronic obstructive pulmonary disorder (copd), hypertension, factor v leiden disease, and bipolar disorder. During placement of the inferior vena cava (ivc) filter using the right jugular approach, the filter was deployed above the confluence of the both iliac veins. A repeat cavogram showed the filter to be in a good position with no complication. The patient tolerated the procedure well. Approximately on or about four post implantation of the filter, a lower extremity doppler showed an acute dvt involving both lower extremities. The patient underwent a chemical-mechanical thrombolysis with stent placements at that time. During the procedure, the distal ivc and bilateral common and left external iliac vein was occluded but responded well to angioplasty and stenting. The ivc filter also had some clot. The patient was eventually sent home on coumadin. The patient returned the same month with complaints of bilateral lower extremity swelling, as well as inguinal pain, aching, and numbness at the left lower extremity. Doppler studies at that time has shown extensive acute dvts bilaterally involving the distal iliac veins as well as common femoral veins extending down into the left calf and the right knee. Approximately a month later, the patient reported noticing increasing left lower extremity swelling, and more soreness around the left calf region. The patient is able to ambulate, but with difficulty due to pain at the left calf. Doppler showed an acute dvt at the left lower extremity. Approximately two years and two months later, the patient has post thrombotic syndrome, lower extremity ulcers, induration, varicose veins, pain and edema. The duplex study showed chronic, partially occluding thrombus in the great saphenous vein. The patient underwent a CT scan of his lower extremities which showed a clot formation in the infrarenal ivc filter, occlusion bilaterally of the common iliac venous stents, as well as multiple thrombi in the common femoral, superficial femoral, and popliteal arteries. Multiple collateral venous channels were noted in subcutaneous tissues of the lower extremities. Nine months later, a CT scan revealed thrombus with the infrarenal ivc, occluded iliac venous stents, nonocclusive thrombi within the common femoral, superficial femoral, popliteal veins, and multiple collateral channels. According to the information received in the patient profile from (ppf), the patient reports to have post thrombotic syndrome, post implant dvt/pe, post implant thrombosis, clotting, clogged filter, clogged veins, and no blood flow. As reported, the patient had placement of the optease inferior vena cava filter. Per the medical records, the patient had a history of multiple pulmonary embolisms (pe) and acute deep venous thrombosis (dvt) while taking coumadin, in a non-compliant manner. The patient history includes nicotine habituation, chronic obstructive pulmonary disorder (copd), hypertension, factor v leiden disease, and bipolar disorder. The filter was deployed above the confluence of the both iliac veins. A repeat cavogram showed the filter to be in a good position with no complication. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, occlusion, thrombosis, and acute pulmonary embolism. Approximately four years post implantation of the filter, a lower extremity doppler showed an acute dvt involving both lower extremities. The patient underwent a chemical-mechanical thrombolysis with stent placements at that time. During the procedure, the distal ivc and bilateral common and left external iliac vein was occluded but responded well to angioplasty and stenting. The ivc filter also had some clot. The patient was eventually sent home on coumadin. The patient returned the same month with complaints of bilateral lower extremity swelling, as well as inguinal pain, aching, and numbness at the left lower extremity. Doppler studies at that time has shown extensive acute dvts bilaterally involving the distal iliac veins as well as common femoral veins extending down into the left calf and the right knee. Approximately a month later, the patient reported noticing increasing left lower extremity swelling, and more soreness around the left calf region. The patient is able to ambulate, but with difficulty due to pain at the left calf. Doppler showed an acute dvt at the left lower extremity. Approximately two years and two months later, the patient has post thrombotic syndrome, lower extremity ulcers, induration, varicose veins, pain and edema. The duplex study showed chronic, partially occluding thrombus in the great saphenous vein. The patient underwent a CT scan of his lower extremities which showed a clot formation in the infrarenal ivc filter, occlusion bilaterally of the common iliac venous stents, as well as multiple thrombi in the common femoral, superficial femoral, and popliteal arteries. Multiple collateral venous channels were noted in subcutaneous tissues of the lower extremities. Nine months later, a CT scan revealed thrombus with the infrarenal ivc, occluded iliac venous stents, nonocclusive thrombi within the common femoral, superficial femoral, popliteal veins, and multiple collateral channels. Per the patient profile from (ppf), the patient reports to have post thrombotic syndrome, post implant dvt/pe, post implant thrombosis, clotting, clogged filter, clogged veins, and no blood flow. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, post thrombotic syndrome and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Post procedure pulmonary embolism is a known potential adverse event associated with the use of the ivc filters. These events may be related to excessive clot burden from underlying patient specific factors. Collateral circulation may be related to the occlusion of the ivc and filter, this is a known potential event associated with the blockage of blood flow within the vessels of the body. Pain, induration, leg ulcers and varicose veins do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.